Manufacturer narrative:
The reported field event of an output anomaly was not confirmed in the laboratory. The device was tested on the bench no anomalies were found.

Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that a patient presented during a generator change out for upgrade for a crt-p. Cautery was used and cased a temporary loss of output. The patient did not experience any consequences. The patient was stable post-procedure.